Manufacturer narrative:
On aug 02 , 2016 it was reported that no x-rays will become available. Batch review performed on 02 august 2016: (B)(4).

Event description:
The patient came in complaining of pain. The surgeon noticed the patient had a periprosthetic fracture. The surgeon revised the stem, head and liner. The surgeon left the cup in place. The surgery was completed successfully. X-ray availability is unknown at this time explants are not available